Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing blurry vision at all distances, ghosting, vaseline vision, halos, and night glare. She also reported astigmatism prior to surgery that the surgeon corrected during the implant surgery. She felt that this procedure may have contributed to the poor outcome of her vision. The lenses were exchanged by another surgeon. The patient's symptoms have resolved. Additional information has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 05/22/2009 and 06/03/2009 by phone, fax, and mail. A completed questionnaire has not been received.